Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The following day, the patient was treated with vancomycin injection (1 gm, every 5th day) and with piperacillin+tazo injection (4.5gm, twice daily) intravenously (IV) as a treatment for peritonitis. The cause of the peritonitis was a break in aseptic technique. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.